Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) inspected the unit and was able to reproduce the reported issues. The fse initially replaced the touchscreen assembly, after which the touchscreen responsiveness issue was resolved. During subsequent operational checks, the monitor continued to display that a signal was present despite the absence of an external arterial pressure cable. To address this, the fse also replaced the front end board. A preventive maintenance (pm) was then performed. Following repairs, the unit passed all functional and operational tests, confirming proper performance.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) experienced poor touchscreen responsiveness and a monitor display issue, with the monitor indicating an external arterial pressure signal even though no external arterial pressure cable was connected. There was patent involvement; however, no injury or harm occurred. The console was immediately replaced with another cardiosave unit, allowing treatment to continue without any delay.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had an unresponsive touch panel. Additionally the monitor was not working even though external arterial pressure cable is not plugged in. There was no injury reported.u